Event description:
Caller reported they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no reported impact to the customer's blood glucose level. User tried a new cartridge to resolve the issue and confirmed that the problem was resolved after inserting the new cartridge.